Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. Based on the results of the investigation, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had experienced an image malfunction in which multiple white horizontal lines were observed on the scope image. The event occurred during a diagnostic upper gastrointestinal endoscopy. The event occurred during sedation while the device was outside the patient. The procedure was completed using the same device. There were no reports of patient harm.